Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the sensor. The infusion set cannula was bent. Customer's blood glucose level was 600 mg/dl. She treated her blood glucose with a syringe and was not on the insulin pump. The device was not returned.